Event description:
IV pump infusing lipids alarmed occluded on patient side. Lipids found leaking from filter onto patient bed, leaking from round hole on blue side of carefusion 1.2 micron lipid filter. Filter changed and infusion restarted.